Manufacturer narrative:
G4: (B)(6)2020. B4: 01oct2020 information was received the issue occurred during testing. The service engineer (se) inspected the device and verified the navigation ring was not functioning. The se replaced the front bezel to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27aug2020.

Event description:
It was reported that the ventilator's navigation ring was not moving. There was no patient involvement.

Manufacturer narrative:
G4: 19nov2020. B4: 20nov2020. H10: a front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.